Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication and last felt stimulation over a month ago. The patient last successfully charged the ins over a month ago. The patient hadn¿t been having pain and only used the stimulation when needed and they didn¿t know that the battery still depletes when the stimulation is turned off. The patient saw a reposition antenna screen on the ins recharger (insr). It was also reported that the patient had sudden pain in the leg and back after lifting a 35-pound box and hearing a ¿pop¿ in their back. The patient stated that they were happier with their old ins because it would hold a charge longer and it covered the pain better. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient claimed she couldn't charge the neurostimulator (ins) anymore. The rep reported that the patient indicated that no on attempted to get it to charge again and the healthcare provider (hcp) told the patient that they would just replace the ins. The rep couldn't interrogate and test impedance on the ins prior to the replacement because it was depleted. No further complications were reported.